Event description:
During a gyn case, a patient was on a surgical table in high lithotomy position. The surgeon was in the process of inserting an umbilical trocar when the table dropped suddenly into trendelenburg position. The patient was strapped onto the table and was not injured. The staff removed the patient from the table and brought in another surgical table to complete the surgery. The table was removed from service. A loaner table was brought in for the facility to use and the table involved in the incident was returned to skytron for further evaluation. Skytron is working with the manufacturer to evaluate the table and investigate the situation to determine the root cause.